Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 9-0x20f1, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.